Event description:
The endo multi clip applier malfunctioned three times in a row by not firing the endoclips when they were needed. This report is based on preliminary info received by hosp which hosp has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.